Manufacturer narrative:
Bitar siqueira, h. M., bhojani, n., chughtai, b., zorn, k. C., cindolo, l., ferrari, g., lajkosz, k., elterman, d. (2026) predictors of surgical retreatment following rezum water vapor therapy: a multi-center real-world analysis. 41st annual eau congress, a0535. Detailed product information was not provided to boston scientific despite good faith effort. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article abstract published in the 41st annual eau congress, that a retrospective study was conducted to identify predictors of re-intervention after rezum water vapor thermal therapy for the treatment of benign prostatic hyperplasia (bph). Data from the international rezum registry from two high volume centers between april 2019 and august 2025 was analyzed. Patients who required surgical re-intervention for bladder outlet obstruction following rezum therapy were identified and were divided into two groups: those who did not require re-intervention and those who underwent re-intervention after rezum therapy. Out of 837 patients in the registry, 44 patients required surgical re-intervention within a three-year follow-up period after rezum therapy. Among the re-intervention procedure group, 25 patients underwent greenlight photovaporization, 9 patients underwent transurethral resection of the prostate (turp), 4 patients repeated rezum therapy, and 6 patients underwent other interventions which included enucleation, itind placement, or prostatic artery embolization. It had been indicated that the bph impact index (bphii) was the only independent predictor of surgical re-intervention.